Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density using the maxcore instrument. During the procedure, the device outer cannula allegedly failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows two devices inside a package. Both devices are in initial position with protective tube. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.